Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. A visual examination of the ligator head found all bands present. It was noticed that the crimp was present on the trip wire. The ligator head teeth were damaged and the suture was broken. The third band was moved out of its position, caught under the first and second band. The trip wire was partially rolled in the handle and there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Upon evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Based on the analysis performed an the information provided, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation procedure performed on (B)(6) 2016. According to the complainant, during procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation procedure performed on (B)(6) 2016. According to the complainant, during procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.